Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. When the cse arrived on site, all quality controls were out of range. After evaluation of the instrument and instrument data, the cse replaced valves 66 and 67 and a bent reagent probe 1. Quality controls were then within range. The cause of the discordant, falsely elevated troponin result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
The initial MDR 2432235-2014-00561 was filed on september 26, 2014. Additional information (11/07/2014): it was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The customer had adjusted their spin times, and no additional discordant results were seen. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on an advia centaur instrument. The discordant result was not reported to the physician(s), as the customer tests samples in duplicates. The sample was repeated once on the same reagent cartridge and twice on another reagent cartridge, on the same instrument, resulting lower. The corrected result was reported to the physician(s).there are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.